Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. The reason for the call was the patient said they were trying to charge the recharger. They left it on the dock overnight, but it wouldn't charge and when it was removed from the dock and they pressed the button there were no lights at all. The patient said when they put it on the dock, the green lights were going up and down fast but it still wouldn't charge. The issue was not resolved through troubleshooting. A request was sent to repair to replace the device. During the call the patient said they were scheduled for an MRI and a CT scan the following day.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the wireless recharger (sn:(B)(6) revealed led#s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.